Event description:
On (B)(6) 2010, haemonetics received a loaner orthopat machine for repair. No injury or reaction was reported.

Manufacturer narrative:
On (B)(6) 2010, haemonetics received a loaner orthopat machine for repair. No injury or reaction was reported. Eval of the returned device determined that the failure of the machine was the result of a blood spill. The machine was decontaminated and the components which were damaged were replaced including the compressor. The machine is now ready for use. This report reflects a product issue identified during a retrospective review of service records. No pt or user harm or injury was reported or allegedly associated with the issue identified in the service record. Actions taken in response to this issue are recorded in haemonetics' CAPA record (B)(4). These actions have been communicated to the FDA and (B)(4). This report is not an admission that the device caused or contributed to the reportable event identified in this complaint. (B)(4).